Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>27.8 mmol/l/>500 mg/dl) while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. Symptoms reported include hyperglycemia. The patient was treated with infusion and then was given manual injections using insulin pens. The patient was released after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.